Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Guide wire separations may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the guide wire to detach. A tip being over pulled or bent would require it to be trapped within the lesion anatomy and/or another device in order to create the required forces to cause a separation. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a definitive cause for the separation however the foreign body and treatment appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the heavily calcified right common femoral artery. During advancement through the lesion no excessive force was used and no resistance was felt, however, the ht command guide wire separated. A snare was used in an attempt to retrieve the tip of the guide wire. The tip floated with the blood flow to below the femoral access point and could not be retrieved. Approximately 5mm of the tip of the ht command guide wire remains in the patient anatomy, and during the procedure the particle was considered to be too small to cause damage. There was no adverse patient sequela reported due to the ht command guide wire, and no clinically significant delay in the procedure. The procedure was completed with multiple other devices with radial access. The procedure took hours. No additional information was provided.